Event description:
Report received indicated that during a percutaneous balloon dilatation of the pulmonary artery the guidewire (gw) separated and was unable to be retrieved from the body. Procedure was being performed on a child. Device was prepped and used following the instructions for use (IFU). Lesion was not calcified. The initial gw (aqua) was not able to cross the lesion therefore a second gw (agility 614-481) was used crossing the lesion successfully. Subsequently three balloon catheters were advanced towards the lesion over the gw dilating lesion successfully. After lesion dilation an attempt to remove the gw was made however there was resistance. It was reported that the wire was "caught". Attempts to remove the gw were continued, however device tip separated 5 cm from the distal edge. An effort was made to remove the tip of the gw from the vessel however the tip could not be removed and remains in the pulmonary artery. Patient is asymptomatic. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.